Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: the tubing was caught in the patient wheel chair and split the tubing in half at the section just before the micron filter. Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00038.

Manufacturer narrative:
On 05/12/2022, infutronix confirmed with the end user that the affected device will not be returned for evaluation and therefore a root cause could not be established.